Event description:
A surgeon reported that lint was getting in patient's eyes during cataract procedures. Lint was noted postoperatively in the anterior chamber in four identified patients. Some patients experienced a foreign body sensation ad the lint was protruding from the corneal incision or paracentesis, so the surgeon removed the link to avoid infection. The customer feels that the lint may be coming from the 4x4s and eye pads. Additional information has been requested, however none is expected. This is one of four reports for this facility.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).